Event description:
Ms3 pumps sn (B)(4) doesn¿t hold programming-confirmed she does keep batteries in. Patient also reported she was in the hospital (B)(6) 2022 to (B)(6) 2023 for covid and pah related issues. Pump was not in use when fault occurred. No lapse in infusion or side effects/clinical injury due to malfunction. Sending replacement pump and patient has pump available for investigation and will return the malfunctioning pump. Patient does have back up pump to switch to and was able to successfully continue their therapy infusion is life-sustaining and continuous. Outcome-resolved. Subq ms3 patient (B)(6) patient rems number, md rems ID:(B)(4). Reported to (B)(6) by: patient/caregiver.